Manufacturer narrative:
Evaluation results: one cadd-legacy plus pump was returned for investigation in good condition. The device was started in application mode and problems were immediately found with the device double beeping. The "no disposable" alarm reported by the customer was confirmed. The downstream sensor was replaced and the pump was recalibrated as a result. A root cause for the product problem was not established.

Event description:
Information was received that a smiths medical cadd legacy plus pump exhibited no disposable pump won't run. No patient involvement.